Manufacturer narrative:
H2: please see section b5 for additional information. H2 - h6: the system was serviced in the field. Testing revealed that there were no failures found. The system performed as intended. Codes b01, c19, and d14 are applicable to this analysis. H2: please see additional codes for additional annex f codes. F1905 represents the screw revision and f2301 represents the usage of the bipolar electrosurgical sealer device to control the bleeding. F2303 represents that a medication was required to stop the bleeding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the surgeon redirected screws freehanded and only went unilaterally. The surgeon checked the placement with a non-manufacturer imaging system. The surgeon gave the patient tranexamic acid (txa) and used a bipolar electrosurgical sealer device to control the bleeding.

Manufacturer narrative:
H2: please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the reference frame was clamped on lumbar spine. The instruments used were the voyager 4.75 driver with voyager screws and the solera awl tipped tap.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Software logs were not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration is a common cause of accuracy issues but it could not be detected in logfiles or archives. Already reported codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the surgeon "felt" inaccurate while placing pedicle screws. Once the surgeon felt he was inaccurate, they performed another imaging spin, which showed that they were 4-6 mm too deep and that they had breached the anterior vertebral body. After the spin, they checked navigation with the anatomy again. When instruments were touching bone, the navigation system indicated that they were about 4-6 mm above the bone. They aborted navigation and imaging and completed the case without them. The manufacturer representative (rep) said that there was additional bleeding caused by the breech. 2d images were uploaded. Marked as patient affected since there was extra bleeding that took place. There was a less than one hour surgical delay.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.1.0. H3, h6: no products have been evaluated by medtronic personnel. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The surgeon checked known anatomical landmarks and visually confirmed accuracy. After placing the screw, the surgeon felt this was not correct. The surgeon took a spin of the imaging system to check and visually checked again with known anatomical landmark and showed above the bone.